Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon vertically ruptured near the middle at 5atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon vertically ruptured near the middle at 5atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft, and the shaft polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified a balloon tear above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear near the proximal markerband. The encore device was verified before and after use using the druck gauge to rate burst pressure 12 atmospheres.